Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted when additional information become available.

Manufacturer narrative:
It was reported that venous temperature (venous probe) and arterial temperature (flow/bubble sensor) failed. The failure occurred during testing. A getinge field service technician (fst) was sent for investigation and repair. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no error message related to a malfunction could be confirmed on the date of event. The fst confirmed, that there was no physical/visual damage to the sensor panel nor were there any corrosion in the sensor panel ports. Another sensor panel with a similar failure was investigate by life cycle engineering with the following outcome: the behavior to the criticized measurement results of tven could be reproduced. The investigation demonstrates that the root cause is most likely in the functionally impaired u34 (advanced differential sensor signal conditioner). Since no comparable incidents have been investigated so far, a statistical failure of the u34 component can be assumed. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter 2.2.5 "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter 5.1 "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. To monitor the patient temperature the venous temperature is measured by the venous probe. Further in case of a failing arterial/venous temperature sensor an external sensor can be connected ( refer to IFU , chapter 5.3.3 "connecting external temperature sensors"). According to the IFU of the cardiohelp chapter 9 "messages", if the measured values are above high limit or below low limit of the set limits and if the sensor is defective the system generates a visual and acoustical alarm. According to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the IFU of the cardiohelp chapter 10 "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter 5.3 "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2015-08-21. The review of the non-conformities has been performed on 2024-02-12 for the period of 2015-08-21 to 2024-01-24. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failures " venous temperature (venous probe) and arterial temperature (flow/bubble sensor) failed" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).

Event description:
It was reported that venous temperature (venous probe) and arteriel temperature (flow/bubble sensor) failed during testing. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when addtional information become available.